Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint balloon burst and withdrawal difficulty and subsequent perforation of vessels was confirmed through review of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, ''the 29mm commander delivery system balloon ruptured while retrieving delivery system into the 16f esheath plus. The team believes the delivery system interacted with the valve frame during delivery system removal. 5ccs were also added to the balloon for valve deployment''. Additional information revealed the patient had heavy calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Additionally, it was noted that an additional volume of +5cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment and device removal. It should be noted that these mitigations are still in place. Review of available information suggests that patient (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required.

Event description:
As reported by a field clinical specialist (fcs), during a transcarotid tavr procedure with a sapien 3 ultra resilia valve in the aortic position, the 29mm commander delivery system balloon ruptured while retrieving delivery system into the 16f esheath plus. The valve deployment was successful. The team believes the delivery system interacted with the valve frame during delivery system removal. 5ccs were also added to the balloon for valve deployment. Per the fcs, the balloon was partially inflated when it burst. The patient had heavy calcium in the landing zone. The balloon burst after successful deployment of the valve. Per additional information received from the fcs," the carotid artery was perforated during withdrawal due to the balloon sticking out of the expanded area of the sheath. The carotid artery was repaired."

Manufacturer narrative:
The investigation is ongoing. .